Event description:
Report received of tubing "split" while in use on a pt. It was reported that an unspecified amount of blood loss occurred. The reporter stated that during the set up at the location where the paper wrapper was removed from the tubing set it did not unravel as usual. The tubing remained stuck together. The nurse had to exert some effort to pull apart the tubing". It was reported that blood loss occurred at the portion where the tubing was pulled apart. There was no report of any adverse pt effect. Additional info has been requested from the customer, but non has become available.